Manufacturer narrative:
Results: the eval included performance testing (accuracy, verification of air/no food alarm, etc). Multiple formulas and settings were used to recreate the failure experienced by the customer. The pump performed according to spec during each run (alarmed and shut off after food was gone). The set that was used with this pump when the malfunction occurred could have contributed to this malfunction but was not returned for eval. Conclusion: the alleged complaint/defect could not be duplicated. The pump performed according to specification. A f/u report will be submitted if add'l pt info becomes available.

Event description:
Customer states pump did not shut off or alarm when food was gone. The mother found the problem before air reached the pt. Pt injured? No.